Manufacturer narrative:
(B)(4). The device was visually inspected. No significant physical damage was noted. The unit was inspected for cracks, wire frays, plastic case cracks/fractures, burn areas/wires, damaged power cord strain reliefs. No significant amount of lint built up on fan or cooling ports. Functional rattle check was conducted without issues. Initial power connect test and power on self-test was conducted with no issues. Temperature display accuracy test (tp-5) was conducted. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. Device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. No corrective/preventative actions will be assigned.

Event description:
The customer alleges that the heater stopped heating during use on patient. No patient harm reported.